Event description:
It was reported that a patient underwent an unknown fusion spinal procedure from l4-s1 with cage instrumentation. "It was reported that the cage was implanted correctly but not turning the way it should have done. It then moved too far forward for the surgeon. He was trying to get the cage further back again to try another positioning. Using the slap hammer to do this action, the joint of the cage just broke off the end and popped out connected to the inserter. Cage was left in this positon in the patient".

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.